Event description:
Following an magnetic resonance imaging (MRI) scan, the device was found in backup mode with defibrillation therapy disabled. Abbott technical support reviewed the event and alleged the MRI settings were not enabled prior to the scan. The device was restored and reprogrammed to resolve the event. The patient was in stable condition.